Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient' remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance greater than 200 ohms. When the device was being interrogated, the shock impedance measurement was within range. Also, the noise on shock electrogram (egm) was recreated when performing maneuvers. Boston scientific technical services (ts) discussed alert trending window, possible causes and to consider doing a commanded shock. Additional information received that the patient was being monitored and a possible defibrillation threshold (dft) test was discussed. The cause of observation remains undetermined at this time. The system remains in service. No adverse patient effects were reported.